Event description:
It was reported that prior to the implant procedure, the helix of the right ventricular (rv) lead was extended and unable to retract. The rv lead was not used during the procedure and was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to retract helix was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be partially extended and clogged with blood/tissue. After cleaning, the helix was able to be extended and retracted by applying torque directly to the connector pin meeting device specification. The reported event was isolated to the helix being clogged with blood/tissue.